Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/06/2016 that on (B)(6) 2016, after attempting to insert the sensor wire, it was noticed that it had detached and was left in the abdomen. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint sensor was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod. The sensor wire and conductive pucks are were found to be detached from the sensor pod and seal carrier. The complaint event of detached sensor wire was confirmed. The root cause could not be determined post investigation.